Event description:
The patient presents a glenohumeral dislocation on her anatomical prosthesis. On (B)(6) 2023 revision planned to change to reverse system.

Manufacturer narrative:
The surgeon will change the prosthesis on (B)(6) 2023 into reverse. The information will be updated when available after the revision surgery. Additional implant to be probably revised: anatomical shoulder system 04.01.0130 hc pegged glenoid ø44 lot. Unknown.